Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probe has heavy rust on the fitting threads and in the lumen at the proximal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited that the probe had heavy rust on the fitting threads and in the lumen at the proximal end. There was no patient involvement.